Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter was entrapped on the filterwire. An 8.0-36 carotid wallstent and filterwire ez were selected for use. During the procedure, the stent delivery system became lodged in the filterwire ez, resulting in the removal of the filter without the capture device. The procedure was completed using another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1; initial reporter phone: (B)(6). The device was returned for analysis. Only the wire component was returned. Visual examination revealed that the spring tip was bent. The functional inspection could not be performed, since only the wire was returned.

Event description:
It was reported that the catheter was entrapped on the filterwire. An 8.0-36 carotid wallstent and filterwire ez were selected for use. During the procedure, the stent delivery system became lodged in the filterwire ez, resulting in the removal of the filter without the capture device. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified. The stent was implanted. The delivery system was pulled out together with the filter. The device was not fragmented.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter was entrapped on the filterwire. An 8.0-36 carotid wallstent and filterwire ez were selected for use. During the procedure, the stent delivery system became lodged in the filterwire ez, resulting in the removal of the filter without the capture device. The procedure was completed using another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified. The stent was implanted. The delivery system was pulled out together with the filter. The device was not fragmented.